Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. A new tactra device was implanted. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to erosion.